Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022. The device evaluation was completed on (B)(6)2022. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following biosense webster, inc. Procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the shaft bent close to the handle. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve issue could be related to the resistance reported. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received. There was resistance while trying to put the catheter into the sheath. There was no occlusion when irrigating the sheath. The sheath was narrowed. It was able to be moved through the sheath with force. The event was assessed as not MDR reportable for resistance with sheath. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2022, the hemostatic valve was found dislodged inside the hub component and the shaft bent close to the handle. The hemostatic valve issue was assessed as MDR reportable for a hemostatic separation issue. The awareness date for this reportable lab finding was (B)(6)2022.